Event description:
Graft was implanted between brachial artery and subclavian artery. When the physician anastomosed the advanta to the artery, he took off the helix support. On unknown date seroma was found at the artery of the anastomotic part. On unknown date in (B)(6) 2012, that part was partially explanted (the length was unknown) and replaced to some graft (model and serial were unknown). There was no other information about the seroma, replacement condition, and details. The patient was stable after the surgery. This case/performance was the first surgery with the advanta for this physician. The physician considered that the cause of this event was by the procedure not the product because he also considered that the outer wrap (eptfe film) was peeled when the helix support was taken off. At that part, he considered it was weakened, seroma was formed, he concluded. After these experiences, the helix support was not taken off when the artery was anastomosed. After this change, there has not been seroma formation.

Manufacturer narrative:
Investigation: after reviewing the hospital details of the event this is an event of not following the instructions for use (IFU). The IFU has a warning "do not pull, peel, separate or delaminate any portion of the multi-laminate wall or reinforcement layer of the graft." The hospital also reported that this was their first time using this product and they felt the cause of this event was that the outer wrap (eptfe film) was peeled when the helix support was taken off. The complaints database was also reviewed and we have not received any similar reports on this device lot number.